Event description:
Chest tube atrium connection not working correctly. Got new atrium to change out the one that was full. New atrium connector not clicking into chest tube fully. Connector button when easily pushed on allows for CT to be released from atrium. Patient was clamped the entire time while changing out atriums and found the problem so no harm done to patient. Got another new CT atrium and used it instead and gave the broken atrium to unit educator.